Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 13may2018, fse arrived at the site to address the reported event. Fse reviewed the error log to verify the customer complaint. Inspection of the device revealed that wash had been spilled in between top and right side cover that holds the wash/diluent/waste bottles. Fse removed the right side cover and observed significant spillage between the covers. Fse cleaned dried, white, buffer residue from the sensor s701 and overflow tray then, inspected the inside of the device for internal leaking. None was noted. Fse was subsequently able to start the device and run quality control (qc) without errors. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 15454303 from (B)(6) 2017 through (B)(6) 2018. There were two similar complaints identified during the search period. The 3021 liquid leak sensor s701 detected error the aia-360 service manual revision 1, under chapter 8 - troubleshooting - error messages was reviewed. The aia-360 service manual under chapter 8- troubleshooting indicates that the 3021 liquid leak sensor s701 detected error message is generated when the two leakage sensors (s701) electrodes become immersed in fluid and the sensor becomes conductive. The operator is instructed to inspect the system for leakage. The most probable cause of the reported event was due to operator error.

Event description:
On (B)(6) 2018, the customer reported "3021 liquid leak sensor s701 detected" error with their aia-360 analyzer. The customer stated that this occurred during calibration. The customer recalibrated and the device ran without issue. Technical support (ts) instructed the customer to remove the back of the instrument and check for leaks. The customer did not observe any leaks but reported seeing a buildup of white precipitate near the sampling needle assembly. The customer cleaned the area. They stated that they would continue to run, but would call back if the error reoccurred. On (B)(6) 2018, the customer called back to report that the error had returned. Ts asked the customer to blow canned air into subfloor, try to dry the subfloor with a swab, then to disconnect the sensor and reconnect. The customer rebooted and there were no errors initially; however, the error recurred within a few minutes. Of note, the customer stated that there was a humidifier in the lab approximately 15 feet away from the analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol . There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.